Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noisy signal and pacing inhibition. The patient had sick sinus syndrome, so the physician opted to replace atrial lead to minimize pacing inhibition. Subsequently a new lead was successfully implanted. No additional adverse patient effects were reported.